Event description:
It was reported that an alarm 2 occurred followed by alarm 26, indicating an occlusion event which caused the customer's blood glucose levels to exceed 500 mg/dl, reaching a state where the continuous glucose monitor displayed ¿high.¿ to address the issue, the customer administered a correction injection using manual insulin delivery and did not require assistance from a third party. The customer resolved the problem by changing the infusion set and cartridge, then resumed insulin delivery, ultimately not experiencing frequent or recurring occlusion issues.